Event description:
The machine failed autotest. The gambro technical services (gts) rep found that the ultrafiltration (uf) pump was not running and replaced the thermal fuse. There was no pt involvement.